Event description:
Hcp reports removal of ipg device system due to infection. The device was explanted and returned to the manufacturer for analysis.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report.